Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a tip detached and was not returned. The ceramic tip was missing, the shaft was not cracked where the tip was, and there was evidence of adhesive. It was reported that the device broke during use. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ablation procedure, the top of the antenna broke. There was no artifact left in patient. There was no patient injury. Medtronic's initial evaluation of the incident device found that the unit's tip was detached, missing and was not returned.